Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red itchy rash on left side of their back from the lifevest equipment. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient¿s wound care provider advised to keep the wound dry and to air dry the area. It was reported that the patient passed away. There is no indication that the lifevest caused or contributed to the patient¿s passing. Outcome of the irritation is unknown.